Manufacturer narrative:
Insulin pump received with minor scratched lcd window. No unexpected dark screen on the screen.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blotches on the lcd screen and the corners of the screen making the display hard to read. The blood glucose of the customer at the time of incident was unknown. Troubleshooting was not completed. The customer was asked to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.